Event description:
A malfunction alarm with code malf 12 was reported by the customer, with at least three occurrences noted for the same pump. There was no adverse impact to the customer's blood glucose level, with values reported as not exceeding 500 mg/dl (27.7 mmol/l). The customer was advised to continue using their current pump until a replacement, equipped with updated software, is received. Technical support provided guidance on placing the current pump into storage mode and returning it to tandem using a pre-paid label within 10 days, and confirmed the shipping address for the replacement. The customer acknowledged all instructions and was informed to wait until each g7 sensor session ends before inserting a new sensor with the replacement pump.